Event description:
During a laparoscopic gastric bypass procedure, the surgeon was using the harmonic ace to separate the messentary when he came in contact with a titanum staple line. The gen300 alarmed error code 5. The tech loosened the device and retightened on the handpiece. The gen300 still alarmed error code 5 and it was determined the blade was not working. There was no reported pt consequence.